Event description:
This is a solicited case report received from a female consumer of unspecified age in united states on (B)(6) 2015 which refers to herself, who was involved in an essure® generic active online listening, study number: (B)(6). Consumer had her coils removed last year. According to her, she feels much better after having essure removed. Follow up information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed. This event was considered serious, due to medical importance and it is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact procedure for essure removal was not specified and no temporal relation between insertion and removal procedures was provided; since patient stated she was feeling better after device removal, causality with the suspect insert cannot be excluded. Due to the probable surgical intervention for devices removal; this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information can be obtained since this a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs